Event description:
It concerns a panel in the equipment casing and thus presenting access to mains potential voltage on uninsulated or protected fuses on the main printed circuit board. The panel is host to the mains cable entering the equipment together with a socket, to which the footswitch that operates the equipment is connected via a plug. The panel is held in place by plastic plugs on the main equipment casing. It would appear that the action of plugging the footswitch into the equipment has caused the plastic lugs securing the panel to shear and the panel to move sufficiently for a user to gain possible access to the uninsulated mains fuses on the main circuit board. This is not an isolated occurrence as co has two units at present where this has occurred. These are s/n 41161114021 & hw392d3391.